Manufacturer narrative:
Exemption number: e2014018. The instrument is not available for investigation; only photos are available. No product at hand. The customer received the repaired instrument back. Only the report and photos are available from the investigation from aseculap technical services (ats). Visible damage was found. Batch history review: the device quality and manufacturing history records have been checked for the lot number (52293272) and found to be according to specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: due to the investigation from aseculpa technical service (ats) the root cause of the problem is most probably usage related. Rationale: according to the quality standard and DHR files a material defect and production error can be excluded. Due to the investigation from ats it lead to the assumption that the visible damages were caused by an improper handling due to a mechanical overload. No CAPA is necessary. Associated medwatches: 9610612-2019-00157 (this report is for the first punch); 9610612-2019-00158.

Event description:
It was reported jaw bent intraoperatively. During a neurosurgery procedure, it was reported the laminectomy punch showed severe deformations and has burr formation. A second punch was used, which exhibited the same issue. The procedure was completed successfully with a third punch. It was reported there was no harm to the patient and no medical intervention was required. If additional information becomes available, a follow up report will be submitted.